Manufacturer narrative:
An event regarding disassociation involving an accolade stem was reported. The event was confirmed by medical review. Method & results: - device evaluation and results: the device was not returned. Visual inspection of the received image of the device noted that the explanted stem had blood stains. The trunnion appears to be worn. Dimensional, functional and material analysis could not be performed as the device was not returned. - clinician review: the available medical records were submitted to consulting clinician for a review which was rejected stating - "provided x-ray confirms disassociation and dislocation. Need further information such as, operative reports, office/clinical reports, serial x-rays, and examination of the explanted components." - device history review: not performed as the device was not identified properly. - complaint history review: not performed as the device was not identified properly. Conclusions: it was reported that the patient's hip was revised due disassociation of the head and stem. Visual inspection of the received image of the device noted that the explanted stem had blood stains. The trunnion appears to be worn. The available medical records were submitted to consulting clinician for a review which was rejected stating that the provided x-ray confirms disassociation and dislocation. Need further information such as, operative reports, office/clinical reports, serial x-rays, and examination of the explanted components.the exact cause could not be determined as insufficient information was available. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Left hip revision. Rep reported that the patient immediately went into the ER when the head and stem was disassociated. Rep reported the 3+5 accolade tmzf stem and 36+5 metal head was revised to a restoration modular stem with mdm. Rep reported that there was no surgical delay.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Left hip revision. Rep reported that the patient immediately went into the ER when the head and stem was disassociated. Rep reported the 3+5 accolade tmzf stem and 36+5 metal head was revised to a restoration modular stem with mdm. Rep reported that there was no surgical delay.